Event description:
It was reported that due to a highly calcified area in the left ostium, it was decided to implant a stent in the left coronary artery for protection. After good implantation of a non-abbott device, the 3.5x33mm xience pro s stent was advanced into a 6 fr guiding catheter, but the stent dislodged from the balloon. Another balloon was advanced through the dislodged stent and inflated to snare the dislodged stent out of the patient, but the balloon ruptured and the stent became stuck with the newly implanted non-abbott device. A snare was then advanced and successfully pulled the dislodged stent into the 6 fr guiding catheter. All devices were then removed. There was no adverse patient sequela or a clinically significant delay in procedure.

Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to the operational context of the procedure. Additionally, the dislodged stent was removed using a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xience pro s device is currently not commercially available in the us; however, it is similar to a device sold in the us.